Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user's screen is stuck and they are unable to press yes for fill tubing. The user has not been able to connect for a few days as the pump has been stuck on this screen. There was no cracks/damage on the screen. The pump started working once the patient let the battery run out and restart the device. There was no report of any patient harm or adverse event associated with this report.